Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated the cause of the por message was determined to be the cardioversion performed on his heart. It was also noted the ins was to be replaced (B)(6) 2020, however it was not clear whether this was related to the por or due to normal battery depletion.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A power on reset (por) was reported. No patient symptoms were reported. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.